Event description:
A u.s. Distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itching and dryness beneath the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of the lifevest. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
(B)(4).